Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing gastrojejusnostomy during a laparoscopic gastrectomy procedure, the device misfired and reload got stuck in the tissue. The jaws were opened and the reloading took time. They pushed the blade through the instrument as the black knob stopped working. They used the method for opening the jaws when the blade came back and the jaws were opened. This resulted in poor staple line, incomplete distal line and tissue crunching. It was also stated that the patient did not have much injury or issues due to this but surgical time was extended. They used new products to continue the case. The patient incurred a temporary injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.